Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, e the revision reported was likely the report of prosthesis wear and an insufficient bond between the implants and the bone, which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 131 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening and chronic pain. Initial surgery and revision surgery operative notes were provided. Post operative diagnosis noted mechanical loosening. Intraoperatively the surgeon observed synovitis, laxity, significant polyethylene insert wear, osteolysis, osteophytes and popliteal cyst. No further issues or complications were reported. No additional information is available. 02-012-44-1009 - logic tibia implant psc insert, sz 1, 9mm serial: (B)(6), 510k: k110547, UDI: (B)(4), product code: jwh, x-ray: no, operative notes: yes. Original summary legal case - (B)(6). As reported by the legal brief, on or about (B)(6) 2012, patient underwent a left total knee arthroplasty due to osteoarthritis in her left knee. In approximately (B)(6) 2022, patient presented to hospital for an evaluation of her left knee, as she had been complaining of mechanical complications and chronic pain. On or about (B)(6) 2022, patient underwent revision surgery of her left knee due to implant loosening and significant synovitis. The revision reported in (B)(4) was likely the report of prosthesis wear and an insufficient bond between the implants and the bone, which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. Concomitant products: logic tibia traptray cem sz 1f/1t (cat# 02-012-41-1010 / serial# (B)(6), three peg patella 32mm (cat# 200-02-32 / serial# (B)(6), logic tibia implant psc insert, sz 1, 9mm (cat# 02-012-44-1009 / serial# (B)(6). 510k: k033883 serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. Manufactured: 07/18/11, expiration date: 06/18/19.

Manufacturer narrative:
D10 (B)(6), 02-010-01-0210 - logic femoral ps cem left sz 1, (B)(6), 02-012-41-1010 - logic tibia traptray cem sz 1f/1t, (B)(6) , 200-02-32 - three peg patella 32mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.